Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy-thumb advancer, premature deployment-clip, mislocation-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, approximately two inches from completion, tension began to increase. The safety release was activated releasing the device from the pt anatomy. Manual compression was applied for 20 minutes to achieve hemostasis. When the device was removed, the clip was found to be deployed at the distal end of the clip delivery tube. There were no reported adverse pt effects. No additional info was provided.